Event description:
We have been having ongoing problems with the abbott libre 3 plus continuous glucose monitoring system. Yet again, the device activated an alarm at night for a low reading - but the reading is false when compared to a finger stick monitor. Not just a little off, but the reading is nearly 50% lower than actual (in this case, 54 instead of 96). Not only does this cause unnecessary alarm, but it 1) wakes us up unnecessarily, and 2) could lead to taking too much sugar to compensate. Important note: the serial number of the current device is reported as "not affected" by the abbott libre 3 plus recall. Plus, this has happened numerous times before. While abbott supposedly addressed this as a "manufacturing defect", our experience has been that the product worked fine until they changed the design from libre 3 to libre 3 plus. As a former engineer, this suggests to me that the problem is actually a design defect.